Event description:
The customer reported to customer service that she had some milk get into the tubing for her breast pump several times and would like to purchase new tubing. There is "white crustiness" inside the tubing and she is concerned that it is contributing to a recurring infection she is experiencing.

Manufacturer narrative:
Replacement tubing was sent to the customer. In f/u, the customer confirmed her concerns that milk backup into the tubing for her breast pump may be contributing to a recurring yeast infection for which she has been treated by her obgyn with diflucan and an all purpose nipple cream. She and her physician "don't know if the yeast infections are related to the tubing, but are just concerned given that the tubing is not clear." She indicated that the baby has not (ever) had an infection and that currently her yeast infection is resolved. She is very careful about washing and sterilizing the tubing any time milk gets into it - which is "most likely from fast flow." It cannot be definitively concluded that the dried milk in the breast pump tubing caused or contributed to the customer's recurrent yeast infections. We will monitor complaints for similar issues.